Event description:
Related manufacturer report number:3006705815-2023-06243, 3006705815-2023-06241. It was reported that the patient's leads had migrated and their ipg was inoperable. The patient reportedly experienced several falls. X-ray imaging was undertaken and showed that the leads had coiled around the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The event of a scheduled lead revision was reported to abbott. Both percutaneous leads had migrated, so they were to be replaced with a paddle lead. In an update it was reported the patient¿s percutaneous leads were replaced with a paddle lead on (B)(6) 2023. The ipg was also replaced because it was inoperable. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.